Manufacturer narrative:
Discrepant negative grading in crossmatch testing for one patient sample. The root-cause of the discordant negative grading in antibody screening obtained by the customer could not be determined. The likelihood of a serious injury, while not frequent, is not remote. No general product failure was identified. No biased result was reported to the physician. No patient was harmed.

Event description:
A customer complained after obtaining what was described as a discordant reaction grading in crossmatch testing for a patient using ortho biovue system in conjunction with their ortho vision max biovue analyser. Complainant: (B)(6) medical technologist. Complaint reporter name: (B)(6) ortho laboratory specialist. Event date: (B)(6) 2019. Reported on: 18 august 2019 by the (B)(6) who reported it to the ortho care helpdesk the next day. Software version: (B)(4). Reagents: ortho biovue system ahg anti-igg cassette lot igc736a expiry date 14 october 2019 (manufactured 14 february 2019). Ortho bliss lot 280548 expiry date 18 july 2020 (manufactured 19 july 2019). Patient information: patient sample ID: (B)(6). No further information provided. Donor information donor 1: donor ID: (B)(6). Donor 2: donor ID: (B)(6). The customer said that they had tested a patient's sample on the (B)(6) 2019 for crossmatch testing in iat technique using ortho biovue system ahg anti-igg cassette and ortho bliss in conjunction with their ortho vision max biovue analyser and that they obtained the following results: patient ID donor ID analyser interpretation customer interpretation (B)(6) neg/compatible 1+/incompatible (B)(6) ¿?¿ ¿ indeterminate 1+/incompatible the customer said that they could not repeat the testing as there was not enough sample remaining. The customer reported that no biased result had been reported to the physician. The patient concerned had not been harmed as a result of the reported event.